Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam was lost and forward firing was observed at 166,929 joules of use. The procedure was completed using a second fiber. There was "no injury to patient reported."

Manufacturer narrative:
(B)(4).